Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pericardial effusion, fever, and dyspnea. The procedure was completed on (B)(6) 2025 and the patient reported experiencing a fever and dyspnea on (B)(6) 2025. The patient went to the emergency room on (B)(6) 2025 and was hospitalized when imaging showed circumferential pericardial effusion. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.